Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products model #507645 implantable pacing lead implant date (B)(6) 2011; model #507153 implantable pacing lead implant date (B)(6) 2001; model #694758 implantable tachy lead implant date (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.